Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an individual with a deep brain stimulation implantable pulse generator (ipg) experienced pain at the implant site in the stomach, which began mildly and progressively worsened over approximately two weeks. The individual described severe pain, particularly at night, and noted the presence of two large red splotches at the implant site. An infection at the implant site was also reported. The individual experienced anxiety, which resolved when the neurostimulator therapy was turned off, but tremors returned during this period. The individual expressed concern about possible device-related pain and reported the need to turn the therapy off and on due to symptoms. A photograph of the red spots was sent to the healthcare provider for remote assessment. The individual was redirected to seek further medical attention and was provided with contact information for additional support. The therapy was turned off to alleviate pain and anxiety, and later assistance was provided to turn the therapy back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that they had shingles on top of the implantable neurostimulator (ins). Patient reported that it was painful as the battery was sending shocks in their stomach. Patient reported that they took antibiotics and the shingles went away. Patient reported that issue has resolved and ins is working as expected.